Event description:
A user facility returned the olympus asset, colonvideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube had foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned and evaluated and confirmed that the air/water tube had remains of white foreign material. Additional findings include; due to deformation of the up/down, right, and left knob, water tightness was lost. There was no color on the air/water cylinder and suction cylinder. Due to wear of angle wire, the play of up/down knob was out of the standard value. There was a crack on the light guide lens and adhesive on the bending section cover. The video cable had a wrinkle. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to reprocessing that was not conducted properly due to leakage from the up/down angulation control knob and right/left angulation control knob. Subsequently, the materials were not possibly eliminated. A further cause of the leakage could not be presumed. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.